Event description:
Smart ez pump [se0200-100; lot:s8e46] filled cefazolin 2 grams/0.9% sodium chloride would not infuse. Patient's son called on-call rn. Upon disconnection, the pump infused. IV line flushed with ns and upon connection, pump did not infuse. Another smart ez pump was used for the infusion. No missed doses. Event abated after use stopped or dose reduced: doesn't apply; event reappeared after reintroduction: doesn't apply.